Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-jan-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving gablofen with concentration 2000 mcg/ml via an implantable pump for intractable spasticity. It was reported that the patient¿s medical history included cerebral palsy. It was indicated that the patient¿s catheter was occluded. It was further noted that during an expected pump replacement procedure, there was no cerebrospinal fluid return. Attempts to aspirate csf from the catheter produced no csf flow. The catheter was replaced. The old catheter was tied off and remained in the patient. It was noted that environmental/external/patient factors that may have led or contributed to the issue were unknown. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. The dose was being titrated. The old dose rate of gablofen was 1200 mcg/day and the dose was lowered to 200 mcg/day with the new catheter and pump. No patient symptom was reported. No further patient complications have been reported as a result of this event.